Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could be duplicated by the fse. The system was rebooted during the service event and the reported issue was resolved. The system was tested and found to be working as intended and put back into service.